Manufacturer narrative:
Conclusion: based on the information received, the failed repair was due to patient anatomy. The clinical observation does not indicate a potential manufacturing issue.

Manufacturer narrative:
The device has not been returned for analysis. Multiple attempts to obtain additional information on this event have been unsuccessful. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year post implant of this annuloplasty ring, the ring was explanted and replaced with a medtronic bioprosthetic valve. No adverse patient effects were reported.